Event description:
The manufacturer received information that a trilogy ev300 ventilator had a ventilator inoperative alert appear. No harm or injury was reported. The device has not yet been evaluated for the reported alert. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.